Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.